Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 4 months after the dental implant and cover screw were placed in ada site 24 in the mouth, the implant had not yet achieved osseointegration. The site was grafted with maxxeus bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 4 months after the dental implant and cover screw were placed in (B)(6) site 24 in the mouth, the implant had not yet achieved osseointegration. The site was grafted with maxxeus bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)